Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an error code maximum bolus exceeded, polarized lens, backlight not working properly, dimming, flickering, scratches or damage on display screen affecting the ability to read screen, insulin squirting while priming, grinding noise during rewind process, rewind more than once when while changing reservoir, buttons were not responding the first time pressed, changing batteries more frequently and had rejected new batteries. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.